Event description:
It was reported that during a laparoscopic gastric bypass procedure, error message kept showing on machine, and the insert on the tip came off. Used another like device to complete the procedure. There was no patient consequence.